Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to noise. Upon explant, the physician confirmed that noise was due to the rv lead rubbing against device and right atrial lead. A new rv was successfully placed. No additional adverse patient effects were reported.